Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the display froze. The patient was manually ventilated to complete the case and there was no patient injury reported.

Manufacturer narrative:
The dispatched dräger fse could verify the reported behavior of frozen screen during system boot-up. The pcb that controls display and user interface had been replaced, the device was checked against the full scope of specifications afterwards and passed all the tests. Neither the replaced pcb nor the log file were made available for in-depth investigation so far. Thus, a reliable conclusion about the exact root cause can't be drawn. A reboot would be triggered during operation when the self-monitoring function detects a significant deviation. The triggering condition can be related to corrupted data in the internal communication of the subsystems, electrostatic discharge of the user during interaction with the device and others. It is rather unlikely that the nature of the error condition would prevent from completing the boot sequence. The device is posting corresponding alarms to alert the user about the stop of automatic ventilation. Manual ventilation is always possible, even in switched-off state. Reportedly, the device behaved as intended in the particular situation and, the user's report did not contain any detail of potentially occurred adverse effects to the patient's health.

Event description:
Please refer to initial MFR. Report #9611500-2016-00254.